Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 359.219, lot: 9524888, manufacturing site: hägendorf, release to warehouse date: 07.october 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the inspection of the inserter for ten has shown that the blue plastice handle is broken apart in one small upper part and the main body. At the fracture initiation zone at the small upper is one small fragment missing while on the main body a clearly visible dent form a hammer blow is visible. In general is the ten inserter in a very poor condition with mark of strong hammer blows all over, on top of the head, on the t-piece, on the bottom of the head, on the blue plastic handle, on the bottom of the chuck and at the jaws of the chuck. Drawing/specification review: the titanium/stainless steel elastic nail system surgical technique was reviewed and following statements related to the ten inserter can be pointed out: advance the nail manually up to the fracture site, using oscillating movements or with gentle blows to the impaction surface of the inserter using the slotted part of the combined hammer. This step can be facilitated by using of the hammer guide for ten. Drive the first nail to the level of the fracture. Precautions: -avoid hitting the t-piece of the inserter directly as this may result in damage to the inserter. Investigation conclusion: the complaint condition is confirmed as the blue plastic handle is broken apart as complained. It is clearly visible that the breakage was caused by a hit with a hammer onto the plastic handle. Based on that it can be concluded the inappropriate handling is the root cause of this occurrence as this handle is not designed to take such forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed customer quality (cq) evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date after an unknown surgery that the nurse discovered that the blue part of the inserter was broken into two (2) pieces. This report is for one inserter for ti elastic nail. This is report 1 of 1 for (B)(4).